Manufacturer narrative:
We were unable to confirm the customer complaint that "a piece in the center, in between the y extension was missing." The sample was not returned for investigation. The retention sample of the associated lot was reviewed and there were no problems identified. The manufacturing records for this lot were also reviewed and nothing notable was found. We have not received any other complaints about this product or lot number and therefore consider this an isolated incident. It was reported that the patient was not in the room, nor attached to the dual patient line. Should additional information become available, a supplemental report will be submitted.

Event description:
We received a report from the user facility, which stated: "belmont patient line was being primed with plasmalyte. Part of the piece in the center, in between the y extension was missing. Thereby, when priming the lines, plasmalyte was leaking through. Patient was not in the room nor attached to the line. New line retrieved and attached. System reprimed entirely."